Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error b30 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had a b30 error. The issue was found after an unknown procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found the b30 error occurred when connected to the master board, the connecting part between the insertion section and control section was loose, the bending cover surface had a piece of adhesive patch, the venting connector was missing a pin, the electrical connector was sticky, and the venting connector of the light guide connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.